Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the issue was with the second row of the 6-pocket mini drawer, where a drawer and its engine were missing, leaving the left side open. A field service engineer closed the slide lock for the middle row, reinserted the missing drawer and engine into the 4.3 spot, reconnected the connection line to the drawer board, and tested all functions using the hardware test application (hta). After ensuring all drawers worked perfectly and checking for any obstructions, the engineer rebooted the pyxis system, which then functioned as intended. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not attached with anything in the back, came out in technician's hand. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.